Event description:
Discordant, falsely elevated troponin results were obtained on two patient samples on an advia centaur cp instrument. The discordant results were not reported to the physician(s). The samples were repeated in duplicate on the same instrument, resulting lower. Patient sample 70122445 was repeated on an alternate instrument, and the result matched that of the advia centaur cp. It is unknown of the correct results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the wash station, manifold valve and tubing. The fse checked acid and base volume dispense and aspiration and launched a firmware upgrade. Precision and quality controls were run, resulting within range. The cause of the discordant, falsely elevated troponin results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.